Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing. A review of the episode noted it appeared to be rate dependent bundle branch block with changes the morphology of the rhythm. Technical services (ts) was consulted, recommended considering testing to tease this morphology and store as reference s-ECG. This s-ICD system remains in service. No additional adverse patient effects were reported.